Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter balloon was difficult to deflate one week after placement. The patient went to the hospital for the catheter to be removed by percutaneous puncture. This procedure was successful and the catheter was removed. The patient received no additional medical intervention. Per additional information provided by the international business center (ibc) via email on (B)(4) 2019; the hospital refused to provide more details to the ibc due to its involvement in a medical dispute between the hospital and the patient.

Event description:
It was reported that the catheter balloon was difficult to deflate one week after placement. The patient went to the hospital for the catheter to be removed by percutaneous puncture. This procedure was successful and the catheter was removed. The patient received no additional medical intervention. Per additional information provided by the international business center (ibc) via email on (B)(6)2019 ; the hospital refused to provide more details to the ibc due to its involvement in a medical dispute between the hospital and the patient.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The product family for this latex foley catheter product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews.